Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the sutures. During a surgical excision procedure, the sutures were being used on skin. The needles detached from the sutures and this occurred both before use and while in use. It affected 8 product packs and some of the instances occurred while tying knots; one, two, and three knots had been made. There was no delay in surgery or injury and it did not affect patient outcome. Additional information is not available. This report refers to the eighth suture pack. Associated medwatches: 3003639970-2019-00103, 3003639970-2019-00104, 3003639970-2019-00105, 3003639970-2019-00106, 3003639970-2019-00107, 3003639970-2019-00108, 3003639970-2019-00109.

Manufacturer narrative:
Samples received: 13 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 13 closed samples for analysis. We have tested the needle attachment strength of the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). We have checked the tested samples, and the thread has been introduced correctly inside the needle but it is escaped. The likely root cause of the thread is escaped from the needle is due to a too low strength is applied to attach the thread to the needle during manufacturing process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results during manufacturing process were 0.84 kgf in average and 0.62 kgf in minimum and fulfilled the requirements of the european pharmacopoeia final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: we have opened a CAPA to take corrective measures to minimize and avoid such kind of issues in the future: CAPA/(B)(4).